Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was symptom return of going to the bathroom a lot, which started 2-3 weeks ago. The change in therapy/symptoms was considered sudden. The patient had a couple of chest x-rays. The patient also replaced the battery in the programmer and was seeing poor communication with and without the antenna since yesterday. The patient did not feel stimulation and could not verify if stimulation was on or off. The patient later reported that a replacement device was sent to them. The loss of therapeutic effect and return of symptoms had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.